Manufacturer narrative:
Event date is approximate. The flipping started sometime in 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and manufacturer¿s representative (rep) regarding a patient with an im plantable neurostimulator (ins) for spinal pain. It was reported the ins was removed. The implant was replaced on 2(B)(6) 017 due to it moving around and flipping. The patient lost 100 pounds since last year. The rep inquired if a dacron pouch could be used, and it was reviewed that was an off-label use of the pouch. The rep was informed that implant depth needed to be 1 cm or less to not affect recharge coupling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the ins was repositioned and sutured in place. The ins was not removed. Impedances were checked and were within normal range. The patient only had a pocket revision. No further complications were reported.